Event description:
Patient stated that she needed to change the program but did not know to get into a different program. Patient stated that she was changing because no matter how high she increases, she did not feel it. Patient reported she was on program 2 the box was checked next to the 2 at and she was on 4.6 with stim on. The patient provided brief interstim education and helped activate program 3. Patient increased to 0.5 and stated she could feel stim a little bit. Patient wanted to stay there. Patient has an appointment next week. No further patient complications have been reported because of this event in the event description. The patient indicators for use are for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.